Event description:
During a ptca procedure, difficulty was encountered crossing the lesion. The shaft of the catheter buckled and removal difficulties were experienced. No pt injuries or complications occurred.